Event description:
Pt had infusion port catheter placed in 2006. Pt underwent port removal in surgeon's office in 2008. When port was removed, the end of the catheter was fragmented, indicating a fragmented port catheter. Pt was sent to vascular radiology-hosp-to have catheter fragment removed. Successful removed of approx 16cm long fragment of infusion port catheter from the left brachiocephalic vein and svc without difficulty or complications. Route: cutaneous.